Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging box. The sample was returned in a cardboard box and was in a ziploc bag. Upon return, the supplied 40cc driveline tubing was connected to the short driveline tubing. The teflon sheath was noted on the iabc; blood was noted in the sheath sidearm. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Bends to the central lumen were noted at approximately 44cm and 63cm from the distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was connected to an iabp using a lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 30 minutes. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "helium leakage" is not confirmed. During the investigation, no damage or abnormalities were noted to the returned sample. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time.

Event description:
It was reported "during the insertion process, it was found that the push was difficult. However, the doctor still managed to insert it properly. After activating the pump, the pump alarmed helium leakage. Attempts were made to adjust the position of the cathetr, but the pump continued to give an alarm. Therefore, a new catheter was replaced and the insertion was re-performed. The pump then operated normally". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "during the insertion process, it was found that the push was difficult. However, the doctor still managed to insert it properly. After activating the pump, the pump alarmed helium leakage. Attempts were made to adjust the position of the cathetr, but the pump continued to give an alarm. Therefore, a new catheter was replaced and the insertion was re-performed. The pump then operated normally". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).